Event description:
Customer states the head section was raised by patient and then fell down on its own. Customer states there is a black piece possibly plastic that is broken off. Customer states the head section or the foot section will not move at all with the remote. Purchase date with medicare was 12/20/12. Customer to contact dealer then service centers.